Manufacturer narrative:
A medical professional was contacted and all case/patient related information was provided to perform an assessment. The review entails the complicated history of a (B)(6) year-old female presenting to the surgeon for right pcom aneurysm. The surgeon performed initial surgery with clipping of aneurysm via right-sided orbito-craniotomy and performed a titanium mesh/bone cement cranioplasty at the same time. Unfortunately, however the surgeon did not notice an inadvertent right lateral frontal sinus injury made at this time, and therefore the patient has suffered from a long list of related-complications, including chronic headaches and pain. This led to eventual removal of bone cement, bone flap and mesh contaminated by frontal sinus invasion, followed by a failed secondary cranioplasty with custom cranial implant ¿ all because of persistent negligence related to frontal sinus. CT scans during the long-standing interval between time of cranial implant placement and eventual removal also show documented evidence of ¿dural thickening¿ and ¿extra-axial fluid¿ under the custom implant ¿ which are all objective signs of frontal sinus contamination. This cranial implant infection is related solely to the frontal sinus injury caused at time of original craniotomy (and to date, never addressed appropriately by surgical team). Therefore, this delayed implant infection under question in this particular case, has nothing to do with potential contamination during the implant fabrication and/or sterilization process. Based on the assessment from the medical professional it can be excluded that the infection was caused by the implant under complaint. Thus it is not necessary to start stryker cmf¿s infection process. Additionally in the related IFU is stated under the contraindications in the presence of infection to implant an device in the presence of infection. During the investigation no indication was found for any systematic, design or manufacturing related issue.

Event description:
It was reported by the company representative that after recent neuro case, it was discovered that the patient had received an older custom cranial implant that was recalled around (B)(6) of 2008. Since the original surgery, patient had to have a revision surgery due to infection (1.5 - 2 years post-surgery (appx 2010).

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was likely discarded back in 2010 at time of revision surgery.

Event description:
It was reported by the company representative that after recent neuro case, it was discovered that the patient had received an older custom cranial implant that was recalled around december of 2008. Since the original surgery, patient had to have a revision surgery due to infection (1.5 - 2 years post-surgery (appx 2010).